Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system has a history of elevated, out-of-range shock impedance measurements from the right ventricular (rv) lead due to suspected fibrosis. Boston scientific technical services (ts) was previously contacted and recommended commanded shock testing to evaluate the lead integrity and the impedance of a delivered shock. At the end of (B)(6) 2025, a shock was delivered that resulted in a code 1005, indicative of an open circuit condition. Ts was contacted again and confirmed that the delivered shock was greater than 145 ohms. Additionally, the daily shock impedances over the past year varied between 140 and 170 ohms. Recently, the patient passed away following an electrical storm. The physician confirmed that the ventricular tachycardia (vt) was correctly detected by the device and that the delivered 41 joule shock was effective, despite the impedance being greater than 125 ohms. At this time, the crt-d and rv lead remain implanted. There is currently no allegation that the device performance cause and/or contributed to the patient's death.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.